Event description:
In 2008, a male underwent initial aaa repair. Patient's anatomic form was suitable for endovascular repair. When the physician removed the gray positioner without under fluoroscopic control, the physician felt a resistance. Fluoroscopic confirmed a main body migration, which migrated 40mm (visual measurement) to the distal side. Additional body extensions were implanted in order of a 30mm, 28mm and 26mm, from the main body sealing site toward proximal site to just under the renal artery. Each stent was overlapped one stent type iii like endoleak detected by the final confirmatory angiography. Because the leak did not disappear, in spite of ballooning, physician elected to observe the leak. Six days later, confirmed the type iii endoleak had disappeared by contrast medium.

Manufacturer narrative:
Evaluation: this event is still under investigation.